Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this right atrial (ra) lead exhibited oversensing of noise artifacts. Additionally, high impedance measurements fluctuating between 700 and 1200 ohms were recorded. Technical services (ts) was consulted and recommended to continue monitoring this patient. No adverse patient effects were reported. This ra lead remains in service.